Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. During inspection, a powder formation was noted on the printed circuit boards (pcbs). There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, traces of liquid spill on the printed circuit boards (pcbs) were found. The pcbs were replaced but not returned for investigation. The ventilator was sent back in service. Provided photos confirms the reported liquid spill. The pcbs were not further investigated since ingress of liquid substance on pcbs can cause failure/short circuits which might lead to a ventilator malfunction. No ventilator logs were provided, but the generated technical error code for disabled ventilation is most likely due to the liquid spill. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).